Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. Customer's blood glucose value was 276 mg/dl at the time of the call. The customer was treated for the low blood glucose with food. The customer did not troubleshoot and did not send the product back for analysis.